Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es could no longer pull meds or log in. The customer reported that there was a delay and a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system experienced an issue with pulling medication, and the admin screen displayed for log in. A technical support specialist (tss) connected to the station and pulled the logs to the electronic protected health information (ephi) drive. Upon checking the logs, they could not find a reason for the station's restart with an admin password required message. A pse consult was opened to review the logs and investigate the reason for the reboot. However, the pse was unable to recreate the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es could no longer pull meds or log in . The customer reported that there was a delay and a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.